Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump 110. Prior to aspiration, the penumbra system aspiration pump 110 was turned on, however the gauge did not indicate that vacuum had been achieved. A new penumbra system aspiration pump 110 was used, and the gauge still did not function. The physician used the penumbra system aspiration pump 110 because it had normal vacuum power and aspiration was successful.

Manufacturer narrative:
Result: the penumbra aspiration pump had black residue coming from the back of the vacuum regulators. Conclusion: the compliant has been evaluated. The complaint indicates that the regulator gauges were clogged with black mud. Based on the images in the complaint, it appears that there was some type of black unknown material on the back of the penumbra aspiration pump regulators. The unknown material could be some kind of build-up from wear and tear over the years of usage or dried blood/clot. This can happen if the aspiration tubing is hooked up directly to the pump. Due to the pump not returning for evaluation, we are unable to conduct a material analysis on the black material, therefore, there is no way identifying what this material is. The root cause of this complaint cannot be determined. The pap110 are manufactured by an outsource company. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00724.

Manufacturer narrative:
Conclusion: this device is not available for return. However, a follow up MDR will be submitted upon completion of the device investigation based on photographs that were provided to the manufacturer. Device not returning.